Event description:
The pt had experienced nausea and had "constant complaints about the implanted device". The pt did not want to have "any implants in her body anymore". The device system was explanted. The pt recovered without sequela. The medication being delivered via the device system was morphine sulfate.